Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 6.2 cm abdominal aortic aneurysm. The neck was 28 - 29 - 30 mm from proximal to distal. The iliac arteries were severely tortuous (angulated). It was reported that it was not possible to cannulate the gate because of the iliac tortuosity; the wire kept getting pushed away from the gate. The physician tried to go up and over to try to cannulate from there; however, this was not successful (MDR 2953200-2010-02219). The decision was made to place a talent converter followed by a fem-fem bypass. There was a type 4 endoleak; it was coming from the converter (MDR 2953200-2010-02219). The decision was made not to further intervene. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (severely tortuous iliac arteries).